Manufacturer narrative:
The reported meter was returned and investigated. Meter would not power on with button or upon strip insertion. Unable to set date and time or verify uom due to a blank screen. Retain batteries were used for testing. Meter was unable to be downloaded. During visual inspection a burn mark was found on the battery contacts. Meter was sent for further investigation. When a known good battery was placed in the meter, the meter still was unable to power on, indicating the damage to the battery contact on the pcb was the root cause of the issue. The damage to the battery contact prevented power from being drawn from the battery to start the meter. The coin cell battery used in the insulinx meter does not generate enough power to cause the damage seen on the pcb. The issue is not confirmed.

Event description:
Customer initially reported that their adc meter would display a blank screen when they use their test strips. The product was returned and investigated a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.